Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2008. According to the complainant, the patient experienced infections, erosion of the mesh requiring additional removal and corrective procedures, pelvic pain, bleeding and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.